Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was 273 mg/dl. Customer stated that his insulin pump is not calculating correctly and he is not receiving the right amount of insulin. Customer stated that he is currently in rehab for wounds on the knee related to diabetes. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.